Event description:
It was reported that during a coronary stenting interventional procedure, stent damage occurred. Access was obtained through the radial artery. The target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The physician successfully deployed a 4.0x38mm promus element stent and then deployed a 4.0x20mm promus element stent in the proximal rca with stent overlap. When the non-bsc guidewire was removed, the stent collapsed. There was no issue with the removal of the guidewire and "it is unknown why the stent collapsed." The procedure was completed with the post dilatation of the collapsed stent with an unspecified balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).